Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the hemostatic vale came out of the hub. It was reported that when trying to advance the pentaray catheter and the ablation catheter into the hub of the vizigo sheath, there was resistance and the catheters were unable to fully advance through the vizigo sheath. The caller stated that e a little piece of white plastic came out of the vizigo sheath after removing the ablation catheter from the vizigo sheath. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. The customer reported a little piece of white plastic came out of the vizigo sheath; however, during the visual analysis in the lab, the hemostatic valve was observed in the original position inside the brim cap, but broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force manipulation was applied. The white piece reported by the customer could be related to a piece of the valve body, due to surface damage. During product evaluation, the lot number was identified as 00002610. As such, a device history record was performed for the finished device batch number, and no internal actions were identified. The valve issue reported by the customer was confirmed. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 2-sep-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the hemostatic vale came out of the hub. It was reported that when trying to advance the pentaray catheter and the ablation catheter into the hub of the vizigo sheath, there was resistance and the catheters were unable to fully advance through the vizigo sheath. The caller stated that e a little piece of white plastic came out of the vizigo sheath after removing the ablation catheter from the vizigo sheath. The vizigo sheath was replaced with an agilis sheath and the procedure continued. There was no patient consequence.